Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of a 19.5mm abdominal aortic aneurysm. It was reported that the patient presented semi-emergently, with complaints of increasing leg pain and numbness. Cta was performed and identified that the right femoral artery between the profunda and the iliac bifurcation had occluded. It was noted that this is the fourth intervention on this patient for claudication and lumen loss. The patient received treatment with explant of the existing stent graft and sewing in of an aortobifemoral graft. The event was resolved after this open conversion procedure by restoration of blood flow to the right leg. As per the physician, the cause of the event is due to persistent smoking and non-compliance to smoking cessation. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film review summary: internal film review: review of several still CT¿s slices (transverse and coronal) from an unknown study date revealed that an aneurx stent graft system had been implanted in the patient. No scale was seen on the films; therefore, no stent graft or vessel measurements could be performed. The bifurcate was positioned just below the renal arteries, and the crossed limbs were seen extending distally into the iliac arteries. Beginning at the flow divider, the right contra limb(s) were 100% occluded distally within the right iliac. Significant thrombus was also seen within the bifurcate aortic body; however, the left ipsi limb(s) remained patent. A stent was seen having been placed within the right iliac just distal to the right limb. Blood flow distal to the right limb could not be assessed from the films provided. No stent graft kinks or compression was observed. The exact cause of the limb occlusion could not be determined from the films provided. Pre-implant anatomy is unknown, and earlier follow-up films were not available. Several returned CT slices revealed that beginning at the flow divider, the right contra limb(s) were 100% occluded distally within the right iliac. Significant thrombus was also seen within the bifurcate aortic body; however, the left ipsi limb(s) remained patent. Blood flow distal to the right limb could not be assessed from the films provided. Analysis of the returned films did not reveal any stent graft characteristics that could explain the observed occlusion. No stent graft kinks or compression was observed. It is possible that poor distal runoff from a patient condition may have led to the limb occlusion. If information is provided in the future, a supplemental report will be issued.